Manufacturer narrative:
Report source - foreign.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). Part not returned.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the navigation system occasionally failed to recognize the imaging system trackers. The image acquisition system (ias) was rebooted and resolve the issue. There was no patient present when this issue was observed.